Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that helix extension difficulties were encountered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during implant and positioning difficulties were encountered. It was also noted that undersensing was observed. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.